Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an elevated count of the sensing integrity counter (sic) and oversensing. The lead was reprogrammed to decrease the lead sensitivity and the lead remains in use. No patient complications have been reported as a result of this event.